Event description:
On february 7, 2008 the lay user/patient contacted lifescan alleging an "apply sample" issue with his one touch ultra meter. Additional information was also obtained from the patient's wife on february 7, 2008 and with the patient on february 22, 2008. The patient usually tests 5-6 times per day and uses and insulin pump. His last successful test was a "280 mg/dl," which was obtained in 2007, late afternoon. He then attempted to test again later that day, but then encountered the "apply sample" issue. He started to feel like he had high blood glucose because he felt dizzy and not so well, so he took 2 additional units of humalog at 3pm the following day. Approximately 1-3 hours alter, he started to mumble and developed frequent urination, dry mouth, and thirst. The patient's wife took him to the emergency room and his blood glucose was "about 300 mg/dl." The patient was admitted to the hospital to regulate his blood glucose levels and released 3 days later. The customer care advocate (cca) asked the patient to retest with a new test strip on the phone and the patient was able to obtain a successful test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly became hyperglycemic and then was admitted to regulate his blood glucose after the "apply sample" started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.